Event description:
It was reported that the patient had a stage 1 lead placement earlier on the date of this report and it needed to be repositioned after looking at its placement via a computerized tomography (CT) scan after the procedure. The lead was planned to be repositioned later on the date of this report. The lead was repositioned on (B)(6) 2014, no further troubleshooting, interventions or other actions were required. Stage 2 was scheduled for (B)(6) 2014. There were no further issues. Patient outcome was not provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).